Event description:
The staff opened the neuro delivery catheter 070 and noticed the distal tip had a kink. The product was not used in patient. A new neuron was used and the case was completed w/o issue.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.